Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported there was a confirmed fracture of the right ventricular (rv) lead with high pacing impedance and a high sensing integrity counter (sic). The lead was cut below the fracture and was replaced. No patient complications have been reported as a result of this event.